Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was one 4 fr powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed just distal to the 19 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when performing catheter maintenance in the outpatient clinic with salinization using our filled syringe, a leak was noticed. Upon opening the dressing, the catheter was completely externalized by 20 cm, however, 41 cm had been inserted, meaning that the catheter ruptured and 21 cm remain inside the patient, who is now awaiting transfer to a hospital with hemodynamics. The patient was being treated on an outpatient basis and needed to be admitted for a hemodynamic procedure. Retained catheter is in the right atrium; patient is still waiting for a vacancy to undergo surgery for removal. Patient remains asymptomatic. Patient has not yet been transferred to the other hospital for removal. Patient was receiving chemotherapy. Catheter placed (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.